Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Additional related reports: 0001526350-2023-00753-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the complication occurred when an incorrect blade (integra dermatome) was placed in the zimmer dermatome. The event occurred during surgery. It was reported the patient experienced unplanned lacerations that required intervention. There was no reported delay. Due diligence is complete, no further information is available at this time.